Event description:
It was reported that balloon rupture occurred. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The balloon was removed safely and the procedure was completed with another of the same device. There were no patient complications reported.